Manufacturer narrative:
Eval - device was not returned for eval. Conclusion - inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use). The pt also had two other devices implanted - gynemesh and tvt-obturator. Implant dates given for these devices are the (B)(6) 2005 and the (B)(6) 2006 however it is not specified which devices are implanted on which date. These procedures took place in (B)(6), however it is not specified which procedures took place in which hospital. The physicians specified are dr (B)(6), however it was not specified which physicians performed which procedure.

Event description:
Proxy biomedical was notified on the (B)(4) 2013 via email by the polyform distributor (boston scientific) that they have rec'd a complaint on the (B)(4) 2013 regarding a polyform product from a pt's legal rep. The complaint states that following implant of polyform mesh the pt suffered an injury. The date of implant is unk. The pt is identified as "(B)(6)". Her date of birth is unk; her weigh and height details are unk. The hospital where the implantation procedure took place is unk. The polyform part number or lot number is unk.